Event description:
The pt originally underwent total hip replacement in 1994. In 2004 by x-ray the surgeon found osteolysis around the acetabular shell, and loosening of the shell. The pt underwent revision 10 mouths later.